Manufacturer narrative:
Pump received no motor movement or negligible movement. Retries to free a stuck motor failed during rewind, problem isolated to motor assembly. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the pump and received pump error 38 at rewind. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and insulin pump passed it. No harm requiring medical intervention was reported. The device was returned for analysis.